Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in the stomach during a peg placement procedure performed on (B)(6) 2025. During insertion, the peg tube was placed on the wire and pushed it to the stoma site. Once the tube was accessed externally from the stoma site to pull it through, the tube became detached from the junction point. The physician proceeded to remove both aspects of the tube from the patient, but once he re-attempted the peg placement with a new device, the stoma site had closed and could not be re-accessed. It was reported that the physician will bring the patient back for placement on another date. There were no reported patient complications as a result of this event and the patient was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached. Imdrf impact code f1001 captures the reported event of procedure cancelled/rescheduled. Block h11: investigation results the returned endovive safety peg kit push method was analyzed; it was found that the peg tube was detached in two pieces. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of feeding tube detachment of device or device component was confirmed. Most likely procedural factors as handling of the device or the technique used by the physician (force applied), could have resulted in the damage encountered in the device, causing the tube to detach as observed during analysis. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A risk review was completed and confirmed that the events of feeding tube detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501, captures the reportable event of feeding tube detached. Imdrf impact code f1001, captures the reported event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in the stomach during a peg placement procedure performed on (B)(6) 2025. During insertion, the peg tube was placed on the wire and pushed it to the stoma site. Once the tube was accessed externally from the stoma site to pull it through, the tube became detached from the junction point. The physician proceeded to remove both aspects of the tube from the patient, but once he re-attempted the peg placement with a new device, the stoma site had closed and could not be re-accessed. It was reported that the physician will bring the patient back for placement on another date. There were no reported patient complications as a result of this event and the patient was reported to be fully recovered.